Manufacturer narrative:
D10: section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial:(B)(6)); product type: 0213-recharger; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient got a message that said they need a battery replacement; the patient got the message when they were trying to charge something and it was not working right. The patient had to take the controller battery out to work. Starting a couple weeks ago the patient had issues with the equipment coming and going. When charging the ins they had issues that was not going right. The patient was told from their rep that if the equipment over heats then to reset the controller and they did but when they put the battery back into the controller that when they got the battery needed replacement message. One of the times when recharging the ins it must have been the recharger that overheated and shut off (agent understood the controller shut off). The patient said they have had the recharger belt replaced one time already since they had it quit over the years. The issue was not resolved through troubleshooting. A replacement recharger was sent out. Additional information was received from the patient. The patient called back and stated they only received a replacement recharger and should have received a replacement battery pack since that's what the error message says. The patient stated they did try using the replacement recharger and stated they still got the same error message to replace the battery. The manufacturer's patient services specialist (pss) had the patient reset the controller and examine the controller and battery pack for damage; the patient denied any visible damage. The patient kept saying they just need the battery pack replaced. Caller noted that they've had this for almost 3 years and never had an issue with it besides one time needing the cord replaced until now. A replacement controller and battery pack were sent out. No patient symptoms were reported.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.